Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 - date device returned to manufacturer. H4 - device manufacture date. H6 - codes updated to imdrf codes. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device also please refer to (B)(4). _local letter in pc level visual analysis of the returned sample revealed that drill bit ø1.1 w/stop l44.5/8 the tip of the drill bit was broken, and broken piece was not returned however the embedded condition cannot be confirmed since no x rays were provided. The dimensional inspection was not performed due to post manufacturing damage. The observed condition drill bit ø1.1 w/stop l44.5/8 in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1.1 w/stop l44.5/8. While no definitive root cause could be determined, it is probable that the drill bit ø1.1 w/stop l44.5/8 was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: - 1.1 mm drill with stop for matrix system j- latch coupling- 03_503_244 rev c device history lot - part # 03.503.248 synthes lot # u223417. Supplier lot # u223417. Release to warehouse date: 18 may 2015. Supplier: (B)(4). No ncr's were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Manufacturer narrative:
Product complaint # (B)(4) complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a surgery to treating maxillary fracture . During an unknown procedure, the drill bit broke off and the fragment has been left in the patient. The procedure was completed less than 30-minute surgical delay. No further information is available. This complaint involves one (1) device. This report is for one (1) matrix 1.1mm drill bit j-latch/8mm stop/44.5mm. This is report 1 of 1 for complaint (B)(4).